Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. The device history review could not be conducted since the lot number was not provided. The customer complaint cannot be confirmed, and corrective action cannot be implemented due to the lack of a product sample and batch number to perform a proper investigation and to determine a root cause. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the capio suture dart/bullet broke off during placement in the patient's left ssl. Dart/bullet was not found and assumed to be left inside the patient. No x-ray was used to help locate. Capio slim handle was not kept or investigated to see if the dart/bullet remained inside it. Another type of capio suture (assumed monodek) was then used to finish the procedure and placed as expected in the patient's right ssl. The patient was informed at the end of the procedure that the dart/bullet could not be located and may have been left inside her.